Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-05784, 2134265-2010-05780, 2134265-2010-05782. It was reported that during a percutaneous transluminal angioplasty and rotational atherectomy treatment procedure, patient complications and a death occurred. The patient presented from the chest pain observation unit with severe shortness of breath and coronary artery disease. The patient also presented with a resolving ecchymosis on the right groin from a previous catheterization procedure on an unspecified date. The lesion being treated was located in the proximal to mid left anterior descending artery (lad). Access was gained via the right femoral artery with an 8 french non-bsc sheath, and the right femoral vein with a 6 fr sheath. A temporary pacemaker was placed. A 325cm floppy rotawire guide wire was inserted, and the 1.5mm rotalink burr was advanced to the lesion. Three ablation runs were performed at speeds ranging from 132,000 rpms to 149,000 rpms for 13 to 20 seconds each. The burr was then removed and post angiography was performed. The patient became hypotensive and was given neo-synephrine and atropine and the patient responded adequately. The floppy rotawire guide wire was removed, and an apex 3.0 x 40mm balloon was used to advance an iq guide wire. A sterling 3.0 x 40mm rx balloon was inflated 2 times; 5 seconds at 6 atms and 11 seconds at 3 atms. The patient was then heard to be choking, and the patient had flat-lined. CPR was started. The patient was given epinephrine and atropine, and then developed ventricular tachycardia. The patient was shocked multiple times. An amiodarone bolus was given and the patient was shocked again without success. The patient was declared dead.